Manufacturer narrative:
One used device was evaluated. Testing found the tubing had separated from the leg of the middle clave y-site. This was due to insufficient solvent application. Manufacturing personnel at the manufacturing facility will be informed of the correct solvent application method during the manufacturing process. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a separation. Prior to pt use while priming the tubing set with an unspecified solution, it was reported that the tubing separated from the middle clave y-site. The tubing set was replaced. There was no reported delay in critical therapy. Though requested, no additional info was provided.